Event description:
The customer reported, "disk is not available call for service error is coming up." A loss of cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and tightened the connectors on the cine drive and the hard drive. The system operates as intended.